Event description:
It was reported that the patient was forced to go through a metal detector at the airport and was then scanned with a metal detecting wand. Shortly, after this the patient had a return of symptoms. During reprogramming it was shown that impedances were within normal range. He had several reprogramming session over a period of months that were not successful. The device continued to "malfunction" and was replaced. No surgical complications were reported.